Manufacturer narrative:
Reported issue - lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka. Product inspection ¿ functional inspection confirmed the event. Small amount of grease was present on attachment. Product history review - review of the device history records indicate devices were manufactured under catalog #212480, lot 35021216. Devices were accepted into final stock with no reported discrepancies (including serial no. (B)(6) and 13 were rejected on 10 jan 2017. Qt was created for the non-conformance. The non-conformance is not related to the failure alleged in this complaint. Review of the device history records indicate devices were manufactured under catalog #212480, lot 35021216 and all were rejected on 18 may 2017. Qt was created for the non-conformance. The non-conformance is not related to the failure alleged in this complaint. Review of the device history records indicate devices were manufactured under catalog #212480, lot 35021216 and all were rejected on 18 jul 2017. Qt was created for the non-conformance. The non-conformance is not related to the failure alleged in this complaint. Review of the device history records indicate devices were manufactured under catalog #212480, lot 35021216 and all were rejected on 30 aug 2017. Qt was created for the non-conformance. The non-conformance is not related to the failure alleged in this complaint. Review of the device history records indicate devices were manufactured under catalog #212480, lot 35021216 and were accepted into final stock. No non-conformance were related to the failure in this investigation. Review of the device history records indicate devices were manufactured under catalog #212480, lot 35021216. 2 devices were accepted into final stock and 02 were rejected on 02 sep 2017. Qt was created for the non-conformance. The non-conformance is not related to the failure alleged in this complaint. Review of the device history records indicate device(s) was manufactured under lot catalog #212480, lot 35021216 and 01 was rejected on 04 jun 2019. Qt was created for the non-conformance on 04 jun 2019. The non-conformance is not related to the failure alleged in this complaint. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35021216 shows 00 additional complaint related to the failure in this investigation. Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lubricant was found leaking from saw attachments. The spd manager insists all saw attachments be exchanged. Patient was not under anesthesia. Case type / application: tka.